Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 99% stenosed mid right coronary artery. After pre-dilatation with a non-abbott balloon catheter, a 3.5 x 12 mm xience xpedition was implanted; however, the stent was not fully apposed to the vessel wall. A 3.5 x 8 mm trek nc balloon catheter was used for post-dilatation when the balloon ruptured during the second inflation lower than 10 atmospheres. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal ii; guide cath: hyperion 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified. The nc trek referenced is being filed under a separate manufacturing report number.